Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer did not mention any form of treatment for their blood glucose levels. The customer's blood glucose level was 482 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there were no significant events that could have led to the issue. The insulin pump had no leaks, or air bubbles and had passed the testing's during troubleshooting. New sets were sent to the customer as a courtesy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.